Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of redn3990 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redn3990) have been reported from the same facility in the (B)(4).

Event description:
It was reported that patient completed chemotherapy treatment (taxol carbo). Nurse went to detach the bag and noticed that there was a lot of swelling on the patients upper arm near the insertion site of the PICC. The patient was referred to plastics. Patient got a linogram the next day which showed extravasation from the PICC. The PICC was then removed and a very noticeable fracture/split was noted which was approx. 1cm in length. The fracture appeared to be located just inside the insertion site.